Manufacturer narrative:
(B)(4). Batch #n91p95. Device evaluation: the device was received with the top of the I-blade upper tip broken off not returned. In addition, the energy button was detached and it returned with the instrument. It is likely that the button was dislodged during transit. The reported complaint was for: " activating knob loose". The button was reattached to the instrument and passed all testing with the gen 11. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the activating knob was loose. No further information is available.